Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. The tip is damaged, the electrode was present but once touched it fell out as well. The tip is only attached via its wire holding it on. Product was out of the original packaging. No packaging returned. Functional evaluation revealed the tip of the device has become dislodged and is able to be moved. The electrode has fallen out in testing. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Other factors include damage to the tip and/or shaft insulation that occurred as a result of contact with metal objects or hard surfaces while activating the wand or contacting the distal portion of cannula with the shaft when inserting and removing the wand. Based on this investigation, there is no evidence to suggest a design, material, or manufacturing issue. Therefore, the need for corrective action is not indicated.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: the reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. The tip is damaged, the electrode was present but once touched it fell out as well. The tip is only attached via its wire holding it on. Product was out of the original packaging. No packaging returned. Functional evaluation revealed the tip of the device has become dislodged and is able to be moved. The electrode has fallen out in testing. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Other factors include damage to the tip and/or shaft insulation that occurred as a result of contact with metal objects or hard surfaces while activating the wand or contacting the distal portion of cannula with the shaft when inserting and removing the wand. Based on this investigation, there is no evidence to suggest a design, material, or manufacturing issue. Therefore, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a large bony turbinate reduction, the aris turbinate reduction wand insulation on the instrument separated from the shaft. The werewolf machine then had an error code and the wand stopped working. The procedure was completed without surgical delay using a competitor device. No further complications were reported.